Event description:
It was reported that during a percutaneous coronary intervention, a catheter tip dislodged in the patient. The patient presented reanimated in the cath lab and ivus was used to diagnose the problem. The left main vessel, left anterior descending artery and the left circumflex artery were severely calcified. Four unspecified drug eluting stents were placed in a v technique. After that, ivus was again used with the same atlantis catheter. The physician crossed the lesion successfully, but withdrawal resistance was met when withdrawing the catheter back. At this point, the tip of the atlantis catheter stuck in one of the stents and when the physician pulled the tip broke off. No additional patient complications were reported. Per the physician, the event was unrelated to the atlantis catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).